Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site hub cracked. The rn stated, "I took 2 brand new sets and tightened them as hard as I could and I could not get the incident to repeat."